Event description:
The device was used during a laparoscopic procedure on 9/2/98. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon performed a re-operation on 9/6/98 and retrieved the component. The hosp has reported the pt's condition is satisfactory.